Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that yesterday (B)(6) 2025, patient went to see their nurse practitioner who adjusted the therapy settings, but while adjusting the settings patient felt the shocking sensation again several times. Patient wanted to know how to turn therapy off in case they felt any shocking in the future. Agent walked patient through successfully connecting to ins and reviewed how to turn therapy off and on. Agent also emailed this information to the patient. Agent suggested that patient contact managing hcp right away if they start to notice shocking sensation return.